Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon, shaft and non-abbott guiding catheter, consistent with the device being in the patient anatomy. The stent implant was dislodged and was not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two kinks in the distal shaft 8.5 cm distal to the guide wire exit notch and 3 cm proximal to the proximal seal. The distal shaft was wrinkled 9.8 cm proximal to the proximal seal for a length of 1.9 cm. There were three bends in the hypotube 8 cm and 73 cm distal to the strain relief tubing and at the distal end of the strain relief tubing. The non-abbott guiding catheter shaft was wrinkled 7 cm distal to the strain relief tubing for a length of 6.5 cm. There were two kinks in the guiding catheter shaft 14.5 cm distal to the strain relief tubing and 9.5cm proximal to the tip. The shaft was torn at the kink 9.5 cm proximal to the tip. Difficulty advancing/retracting the stent delivery system (sds) through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. Pin gauges were used to measure the inner diameter of the tip and luer on the guiding catheter. The functional test was not done due to the damage noted to the returned devices. In this case, it is likely that the damage noted to the guiding catheter contributed to the reported difficulties as the sds would be unable to advance due to the kinks and damage and resulted in the kinks, bends, and bunching noted to the sds as there was no damage noted to the sds during the inspection prior to use. Further interaction with the damaged guiding catheter likely caused an interaction with the stent, causing damage and further contributing to the resistance and the stent ultimately dislodging. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent damage ans stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during advancement of the stent delivery system (sds) through a non-abbott guiding catheter, the sds got lodged in the guiding catheter so the devices had to be withdrawn as one unit. Reportedly, the guiding catheter had side holes and the physician felt that the sds had become kinked from the holes causing it to become stuck. The procedure was completed using another 4.0 x 18 mm xience v without further issues. The patient was fine post procedure. No patient effects were reported. No additional event or patient information was provided. The returned device analysis identified that the stent was dislodged. Subsequent follow-up with the site regarding when the dislodged stent occurred obtained the following additional information: the guide catheter did not have good support or apposition to the vessel. The physician tried to advance the delivery system, but kept running into a kink in the guiding catheter. The stent was able to be moved forward; however, it would not move forward very far, and the stent dislodged as the physician was trying to pull back on the delivery system to reposition the guiding catheter. Resistance was again experienced during attempts to withdraw the sds from the guiding catheter so everything was removed as one unit.